Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. D10 - therapy date (event date is unknown, therefore this field should remain blank). In initial report d4 (UDI) was inadvertently added. It should have been left blank. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, therefore the customer's reported malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during installation. No patient or procedure was affected.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video processor displayed an e315 error code (non-compatible scope) when they attempted to connect the bronchovideoscope to the newly installed video processor which didn¿t work as well. It is unknown when the issue was found. There were no reports of patient harm. Refer to linked complaint (B)(6).